Manufacturer narrative:
Age or date of birth: unk. Sex: unk. Weight: unk. Ethnicity: unk. Race: unk. Date of event -unk. Common device name: unk-esubmitter does not allow for a blank or "unk" entry. Date of report: unk. Implant date: unk. This product is manufactured in the u.s. But not marketed in the u.s. Device manufacture date: unk. (B)(4).

Event description:
The reporter indicated that the patient developed pupil dilation 1 week after implanting an implantable collamer lens (icl) into the patient's eye. Reportedly, the lens remains implanted. Attempts to obtain additional information have not been successful.